Event description:
Latex gloves immediately tear when put on. Rptr's facility has 5 units averaging 25 residents. Staff members from all units have reported the "poor" quality of this glove. The first report of gloves tearing was 9/16/94.